Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 20 mg/dl. Customer¿s current blood glucose was 110 mg/dl. Customer did not experienced the symptoms due to low blood glucose. Customer¿s blood glucose was treated with food. Troubleshooting was declined for low blood glucose. Auto mode feature was unknown at the time of the event. The insulin pump will not be returned for analysis.